Manufacturer narrative:
Device was not returned for analysis of complaint. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with a blank screen. The battery door had been opened and closed, and the pump had been powered on. A loss of power alarm had been acknowledged. The settings had been reviewed, and the pump had been restarted. The reservoir volume had been noted to be empty in 38 hours and 25 minutes. The error had occurred twice. The reservoir volume had been 84.5 ml, and the rate had been 2.2 ml/hr. The event occurred while in use with a patient at the hospital and the operator of the device was a health professional. There was a patient involvement but no patient harm.